Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a changeout, the physician chose to switch the pace/sense ports between the right ventricular (rv) and left ventricular (lv) leads. Following the physician's request to switch the ports for the two ventricular leads, oversensing on the rv channel was observed. It was determined that this was from the delayed ventricular conduction and not from a lead issue. The lv lead was reprogrammed. Shortly afterward, the patient's short interval counts (sic) increased and a lv sensing issue was noted. The decision was made to go back into the pocket and switch the rv and lv leads back into their correct ports. Upon opening the pocket the lv lead appeared to have an abrasion but was pacing fine. The lv lead was switched back to the lv port and remains in use. No patient complications have been reported as a result of this event.